Event description:
The physician confirmed that the patient is undergoing routine generator replacement and the reported increase in seizures had not relationship to the vns system. The patient underwent generator replacement. The generator has not been received for analysis to date. An implant card was received indicating that the patient underwent generator replacement due to battery depletion neos = yes.

Event description:
Clinic notes were received for the vns patient¿s office visit with her neurologist on (B)(6) 2014. The patient had a seizure cluster the day of the office visit and was experiencing an increase in seizures. The patient had four seizure clusters in the past month before the office visit. The notes indicate that there were some issues with the patient¿s device as the patient was no longer having vocal changes or coughing when she swiped her magnet. The patient¿s device was tested during the office visit and system diagnostics showed normal device function at the time. The patient was given new medication and was referred for surgery. No known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported that the explanted device will not be returned for analysis.